Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experiencing high blood glucose since the customer got the latest shipment of infusion set and reservoirs. The blood glucose reading had been 25mmol/l, and the customer has been taking boluses all along. The customer mentioned that the plastic piece around the support cap was missing, and it appears that there is a physical damage. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime, excessive no delivery alarm, basic occlusion and occlusion tests. Drive support disk was inspected and no anomaly was noted. No missing drive support cap noted. Unit had cracked display window corners.